Manufacturer narrative:
Continuation of d10: product ID kit1378 (unknown serial/lot); product type: software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an instance of inaccuracy during a CT + fluoro case. The surgeon used an instrument to touch bone, but the system showed that they were about 15 to 25 millimeters (mm) into bone. They confirmed that the instrument was not in the bone using fluoro. They performed another CT + fluoro registration, but the navigation was still off. They performed a scan and plan registration, which resolved their inaccuracy issues and showed instruments accurately. There was no impact to patient's outcome and the delay was about one hour.

Manufacturer narrative:
The exports were returned for clinical analysis. The analysis determined that the root cause of the navigation depth discrepancy, which was only observed at the surface of the cortex at the l3 level, was anatomical instability caused by a pars fracture. This instability led to slight movement during instrumentation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.